Event description:
It was reported by the customer that their insulin pump had alarmed battery out limit. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer monitor device and a new battery cap would be sent to resolve the issue. Customer's blood glucose level was 255 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)